Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a failed transmitter error. No additional patient or event information is available. Data was received but does not reflect full investigation window. The complaint confirmation of a failed transmitter error could not be determined. A root cause could not be determined.